Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "runtime calibration failure - 1051" error message and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" error message and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report of airway pressure sensing failure 1052 was observed during review of the device data logs. However, the device passed all testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. The customer's report of the unit shut off was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. Review of the device log does show that the device was off, but it is unknown if the user turned the device off themselves or the device powered down on its own. Analysis of reports of this type has not identified an increase in trend.